Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.